Event description:
When the nurse inserted the needle and pulled the wire to remove the needle/stylet, the extension tubing separated from the winged inserter.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).